Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), thickened leaflets, and a posterior 2 (p2) leaflet prolapse for a mitraclip procedure. During device deployment of a mitraclip ntw on the anterior 2 and posterior 2 leaflets (a2/p2), there was difficulty releasing the shaft from the clip. Troubleshooting, such as, aligning the axis and applying pulsation did not release the clip. The gripper line was accessed as the final troubleshooting maneuver, and the clip was released from the shaft of the clip delivery system (cds). The mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip deployment difficulty was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.